Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited insulation damage and noise oversensing. The oversensing on ra lead caused pacing inhibition. The leads were capped and replaced on (B)(6) 2025. The patient was stable throughout.

Event description:
New information received stated that the insulation damage was not confirmed under fluoroscopy/x-ray. It was suspected during routine device check when noise could be reproduced with left arm movement.